Manufacturer narrative:
Other text: d4: lot number, expiration date, d5: operator of device and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was stuck in the body of the tube. No patient involved.

Manufacturer narrative:
No device was returned for evaluation, no root cause determined. Device history review not completed as no lot number was provided.